Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is having difficulty charging their implant. The rep could feel that the battery was not implanted straight. This is causing bad coupling and difficulty charging. This was the reason for the patient's previous overdischarge. The rep informed the patient that she is need of a pocket revision. She is going to deal with it for as long as she can. The surgery has not been planned at this time. The patient's medical history includes a car accident where she broke her back. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that that cause of the patient's ins not being implanted straight was not determined.no further information was reported.